Event description:
Sterile processing department sterilizer had a wet load of surgical kits. All items in load were recalled and reprocessed. Sterilizer taken out of service and repair tech called to evaluate.